Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log confirmed the reported event of loss of connection. The probable root cause is potential patient misuse. No additional patient or event information is available.

Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.